Manufacturer narrative:
Device not returned. It was indicated that the device is unavailable for return. Request was sent for the operative report. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon responded that the device was explanted due to stenosis and calcification. Stenosis can be due to many factors, depending on the implant duration, including, but not limited to calcification, thrombosis and pannus. In this case, calcification was the main contributor to the stenosis of the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Without return of the device, the root cause for the calcification for this particular valve cannot be determined at this time.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of 6 years 2 months (74.63 months) due to stenosis and calcification.